Event description:
It was reported that the pt underwent a spinal surgery. It was reported that the tip of the tap broke off while being used in surgery. The tip was retrieved. No pt complications were reported.

Manufacturer narrative:
(B)(4): the tap was returned for eval. Visually confirmed instrument broken at approx 70mm mark. Microscopic examination of fracture surface revealed fairly brittle fracture with no indication of fatigue or torsion. The location and nature of fracture surface suggest failure due to bend stress overload. A review of the device history records did not identify any applicable nonconformance to specification.